Event description:
It was reported that during its introduction the guide wire jammed into the introducer; after it was impossible to move the guide forward or backward. The user had to open another box to complete the procedure.

Manufacturer narrative:
A lot history review (lhr) of rexl1129 showed no other similar product complaint(s) from this lot number. This complaint of difficulty threading the guidewire through the introducer needle is confirmed and will be considered user related. Upon receipt of the complaint sample at bas the guidewire was returned lodged inside the introducer needle. The ID of the introducer needle and the od of the guidewire are within dimensional specifications (the od of the guidewire was measured at the undamaged proximal end). Although the source of the initial resistance is undetermined, the damage on the guidewire exhibits severe elongation of the outer coils and severance of the center core wire from its weld tip. The separation of the center core wire is located at the distal end, "j" tip. The introducer needle was observed under 20x magnification. Abrasions are visible on the inside of the needle bevel. This is a good indication the guidewire was retracted through the introducer needle. As evidenced by the sample returned the guidewire was damaged during the placement procedure.